Event description:
When the pressure wire was plugged in we noticed the catheter dip. They unplugged it and re-plugged it in but the wave form just flat-lined and couldn't get it to change. A second one was plugged in but it would not zero, (0243 20064851 56) yet another one was used (3) in all and the 3rd one used worked fine.